Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the user found the display was abnormal. There was reported patient involvement but no harm to the patient.